Event description:
Sorin group (B)(4) received a report that the s3 roller pump alarmed and stopped when the patient was being taken into the intensive care unit after the procedure. The medical engineer touched the speed knob and the pump resumed functionality. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s3 roller pump alarmed and stopped when the patient was being taken into the intensive care unit after the procedure. The medical engineer touched the speed knob and the pump resumed functionality. There was no report of patient injury. The investigation is ongoing. A follow up report wil be sent when the investigation is complete.